Manufacturer narrative:
(B)(4).

Event description:
The customer obtained erroneously 'negative' tsh patient results on the beckman coulter dxc 600i immunoassay system, below the normal reference range of the assay for 3 different patients. Repeat testing of the patient samples on the customer's backup instrument produced higher results that were not questioned by the customer. An on site fse determined the erroneous patient results were generated from a mis-loaded tsh reagent pack as there was no reagent pack on board the customer's instrument in the location that was indicated by the instrument software. The on site fse then resolved the mis-loaded reagent pack issue by removing the mis-loaded reagent pack from the instrument and clearing it from the instrument software. The fse then appropriately loaded a tsh regent pack and verified instrument performance. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. User error is the root cause for this event.